Event description:
The customer's mother called to report that her daughter experienced continuous high bg's (250-373mg/dl) over a three-day period. After learning that her daughter had large ketones, she was taken to the emergency room. An eval confirmed that she had neither an infection nor a virus. The pod was deactivated and discarded and will therefore not be returned for eval.

Manufacturer narrative:
The device involved with not be returned to the manufacturer for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.